Event description:
It was reported that waste leakage occurred outside of instrument during use with a bd facslyric¿ 3l8c instrument. The following information was provided by the initial reporter: customer reports that the sit is dripping. Monthly clean did not help solving the issue. The leakage was not contained within the instrument in a customer accessible location. The leaked fluid was waste not mixed to bleach. The source of the leak was a waste line. Customer was not exposed to blood or bodily fluids. The customer suffered no physical harm as result of the leak.

Manufacturer narrative:
H.6. Investigation: problem statement: customer reported complaint on a facslyric 3l8c instrument ¿ 654587 that the sip/sit drips and the waste leakage is without bleach not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from (B)(6) 2019 to date (B)(6) 2020. Complaint trend: this is the only complaint related to this issue of the sit leaking waste not contained within the instrument. Date range from (B)(6) 2019 to date (B)(6) 2020. Manufacturing device history record (DHR) review: DHR part # 654587 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, and risk analysis, the root cause of the sip/sit leaking waste without bleach and not contained within the instrument was due to a clogged v8 tubing. This tubing line is used to help aspirate waste to the waste tank. The customer had performed the repair themselves by massaging the tubing to clear the clog. A tsr (technical service representative) had instructed this resolution remotely and no engineer was needed to be dispatched to the customer site. After the repair the instrument was performing as expected and there was no leak flowing from the sip/sit. Although the leak was waste and the potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. No user was harmed or injured. User¿s should wear proper ppe (personal protective equipment) especially handling biological waste, as cautioned in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02, page 125. After the repair instructed by the tsr, the instrument was rebooted, tested and functioning as expected. The safety risk is moderate, s3, however there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: 05mar2019. Defective part number: n/a. Work order notes: subject / reported: 654587 - facslyric - sit dripping. Problem description: customer reports that the sit is dripping. Monthly clean did not help solving the issue. Work performed: massaging v8 tubing. Cause: clogged tubing. Solution: n/a . Returned sample evaluation: a return sample was not requested because there were no parts replaced. Risk analysis: risk management file part # 10000063058, rev. 03/vers. T, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes / no. Tfs: (B)(6) . ID: libivdra-61 2.1.6. Reg status: ivd; ruo. Hazard: exposure to biological sample. Cause: back drip from injection port (sit). Harmful effects: harm to operator. (Exposure to stained sample). Risk control: sit design to capture back drips. Provide instruction for universal precautions. Req link (tfs ID): (B)(6) . Libivddid-262 sample preservation during pause. Implementation verification: lsvn-1008-dp sit backflow control. Libivd-se-15-51ir. Effectiveness verification: lsvn-1008-dr. Libivd-se-15-51ir. Propabiltiy: 1 severity: 3.. Risk index: 3. Residual risk evaluation: a. New hazards: none. Tfs: (B)(6) . ID: libivdra-63 2.1.8. Reg status: ivd; ruo. Hazard: exposure to biological sample. Cause: back drip from injection port. Harmful effects: wrong results by cross contamination. Risk control: design to ensure that there is no back drip. Automatic sit flush to minimize carryover between tubes. Req link (tfs ID): (B)(6) . Libivddid-262 sample preservation during pause. Implementation verification: lsvn-1008-dp sit backflow control. Libivd-se-15-72p. Effectiveness verification: lsvn-1008-dr. Libivd-se-15-72f. Propabiltiy: 1. Severity: 3. Risk index: 3. Residual risk evaluation: a. New hazards: none. Mitigation(s) sufficient yes / no. Root cause: based on the investigation results the root cause was due to a clogged v8 tubing. Conclusion: based on the investigation results, the root cause of the sip/sit leaking waste on the facslyric was due to a clogged v8 tubing. The tsr had instructed the customer remotely to resolve the issue by massaging the tubing to clear the clog. The leak was resolved and the instrument was functioning as expected. The safety risk is moderate, s3, however there was no impact to customer health or safety.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that waste leakage occurred outside of instrument during use with a bd facslyric¿ 3l8c instrument. The following information was provided by the initial reporter: customer reports that the sit is dripping. Monthly clean did not help solving the issue. The leakage was not contained within the instrument in a customer accessible location. The leaked fluid was waste not mixed to bleach. The source of the leak was a waste line. Customer was not exposed to blood or bodily fluids. The customer suffered no physical harm as result of the leak.